Event description:
On (B)(6) 2023,senseonics was made aware of an incident where a user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The sensor performance deviated from normal behavior and an RMA was authorized for further investigation. The sensor was tested in-house and did not reveal any malfunction of the sensor. Review of the dms data showed shifts in signal and reference channel which coincided with the user's covid diagnosis and treatment with paxlovid. The sensor was taking longer than expected to recover and contributed to the observed sensor inaccuracies. There is currently no data confirming paxlovid has any interference with sensor readings. An RMA was authorized to the user to offer a sensor replacement. The investigation results were inconclusive. B4. Date of this report updated: 12 february 2024. G3. Date received by manufacturer: 19 january 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation finding updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
B4. Date of report updated to 22 february 2024. D4. Additional device information updated. H4. Device manufacturer date updated to 10 october 2022.